Manufacturer narrative:
Servicing dealer reported one of the bolts that secure the arm pad assembly on to the articulating hinge broke at the attachment. This break caused the armrest to fall away, with report of allowing the end-user to lose balance and fall out of the seating on to the ground. It was reported the end user was preparing for aquatic therapy when the armrest was reported to have broken away. It remains unclear as to what the end-user was doing physically when this occurred. The service provider was provided with a copy of the owner's manual to share with the end-user's family which informs of the armrests not being designed to be weight bearing. It is reported by service provider the affected component was replaced and device returned to end-user. The affected component has not been returned, and permobil is unable to determine if there was a deviation with the component. If further information is received, a supplemental report will be submitted. The DHR was reviewed and the device was manufactured according to specification prior to distribution. [(B)(4)].

Event description:
Received report that as end-user was preparing for their aquatic therapy session, the right arm rest assembly broke. It was reported when this occurred, the end-user lost their balance falling out of the seating to the ground. Reports indicate the end-user was taken to the local hospital for examination, but was found to not have sustained serious injury as a result.